Event description:
New information received indicated that the device was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker was noted to be in backup vvi mode. No device intervention was performed but replacement was discussed as the device had reached the elective replacement indicator. Patient was stable.